Manufacturer narrative:
Device discarded by customer. The impella cp optical was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the left femoral for acute myocardial infarction (ami) with shock without issue. Patient had hematoma and bleeding around the repositioning sheath and as a result a total of ten (10) plus units of red blood cells (rbcs) was administered. The family decided to put the patient on do not resuscitate (dnr) prior to withdrawing from care.